Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device was able to be programmed while the lockout switch was in the locked position. This was due to a broken central processing unit printed circuit board. This reporter represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device was able to be programmed while the lockout switch was in the locked position. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.